Event description:
Physician assistant (pa) was using the vasoview hemopro during endoscopic vein harvesting and noticed that it was stuck in the "on" position, meaning that it was constantly cauterizing, and energy was constantly passing through the equipment. The hemopro was immediately removed from the field. A new hemopro was passed onto the field and was used without malfunction.